Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that loss of capture was observed. Review of fluoroscopy revealed that the lead had pulled back from the original position. The lead was explanted and replaced with no adverse consequence to the patient.